Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Four angio-seal vip kits were returned to terumo medical corporation for product evaluation. Five of the kits were unopened kits. One kit was opened and included the header bag, hemostasis sheath and arteriotomy locator. The kit that was opened was subjected to visual analysis. There were dried blood-like substances on the returned sample. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was set to rear-lock position. The anchor was observed to no be released from the hemostasis sheath. Functional testing was performed. The locking mechanism was reset to forward-lock position and the anchor was released from the sheath tip. The carrier tube cap was pulled back to set the locking mechanism to rear-lock position and the anchor posted to the tip of the sheath. A longitudinal force was applied to the anchor and the collagen and suture released. The tamper tube did not release. The sheath and carrier tube were unmated and the carrier tube was cut to check for the presence of the tamper tube. The tamper tube was seen in the carrier tube shaft. The inner lumen of the carrier tube shaft was covered in dried blood-like substances. The three unopened kits were all deployed in vessel models. The sheath and carrier tube were mated and inserted into the vessel model. The carrier tube cap was pulled back and the locking mechanism was set to rear lock position. The anchor was posted to the tip of the hemostasis sheath. The mated assembly was pulled back and the collagen, suture and tamper tube released. The tamper tube was pushed down and the collagen was tamped. There were no issues noted for any of the three kits. The complaint can be confirmed for non-deployment pullout based on the state of the returned device. The exact root cause cannot be determined. The likely root cause is there was an obstruction that prevented the anchor from posting to the tip of the sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to privacy. A2: age & date of birth: requested, not provided due to privacy. A3: patient sex: requested, not provided due to privacy. A4: weight: requested, not provided due to privacy. A5: ethnicity: requested, not provided due to privacy. A6: race: requested, not provided due to privacy. D6a: implanted date: the device was not implanted. D6b: explanted date: the device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a percutaneous transluminal angioplasty (pta) was performed via left femoral artery. According to the physician the suture was missing inside the system. All steps were done properly. Device was removed and manual compression was done. There was no loss of blood. There was no patient harm.